Event description:
The customer reported that the image memory failed on the system. There was false contact in the memory module.

Manufacturer narrative:
(B)(4). The ge service rep found a false contact in the memory module. The system was repaired, found to be operating as intended, and released to the customer for use.